Manufacturer narrative:
Device had button error alarmed due to flattened dome switch at esc button on keypad trace. No moisture damage found on electronic assy and motor.

Event description:
Customer's wife reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.